Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sep2019. The customer conducted troubleshooting with technical support over the phone. Technical support recommended that the customer perform the test by connecting the hose from the inside of the unit, and gave the customer the part number and price for the test adaptor. During follow up, the customer verified that the ventilator was "fine". Reportedly, there was a bad o-ring on the tester so it was not making a good seal. The customer reported that the vent was "good to go now". This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that a v60 ventilator was failing the system leak test during performance verification testing (pvt). The ventilator was not in use on a patient at the time of the reported event.